Event description:
It was reported that customer experienced continuous glucose monitor error 42 on sensor. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, confirmed error did not recur, and successfully started new sensor session with no further action required.